Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 333323, mfd. 02/12/15, exp. 2020-02-12, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7050-90, lot# 333322, mfd. 02/09/15, exp. 2020-02-09, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0a23, mfd. 06/11/14, exp. 2019-06-11, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient later reported to the surgeon with pain complaints and requested that the implants be removed. The surgeon claimed that "the patient had pain and was allergic to the implants and wanted them removed." The surgeon did not offer an explanation why he thought the patient was allergic to the implants. The surgeon did not indicate that the implants were malpositioned or loose or that there was any medical need to remove them. The manufacturer representative thought that the middle implant may have breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision surgery where he removed all three implants using chisels as they were all solidly fixed in bone. The status of the patient following the revision procedure is not known.